Event description:
The technician alleged that the head of the bed will not raise. No pt impact.

Manufacturer narrative:
The technician replaced the cardiopulmonary resuscitation valve to resolve the issue.